Event description:
A customer reported lost suction. During surgery (canal creation) in the right eye of a patient, during lasik surgery. There are multiple related reports for this facility. This report addresses a pi (B)(4) and additional manufacturer reports will be filed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stabile during the whole day. The log file shows fourteen successfully performed treatments. The reported treatment could be identified in the logfile. According to the logfile the first treatment of the patient's right eye was aborted during bed cut by user after the warning message ¿suction pressure pump one too low¿ appeared. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. No technical root cause could be identified. The root cause cannot be identified conclusively because no sample have been received. The manufacturer internal reference number is: (B)(4).